Event description:
It was further reported that the patient passed away in hospice care on (B)(6) 2023 due to multisystem organ failure. The device was reportedly functioning as intended at the time of patient death.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), and the reported events could not be conclusively established through this evaluation. Additionally, a specific cause for the patient's infections could not be conclusively determined through this evaluation. No autopsy was performed, and heartmate 3 lvas, serial number: (B)(6), was not explanted for evaluation. The device was reportedly functioning as intended at the time of the patient¿s death. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists stroke, bleeding, localized infection, driveline infection, and death as adverse events that may be associated with the use of the heartmate 3 lvas. The IFU also lists multiple types of organ failure and dysfunction (right heart failure, respiratory failure, renal dysfunction, and hepatic dysfunction) as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 ¿patient care and management¿ provides information regarding anticoagulation, including recommended inr (international normalized ratio) range. Additionally, section 6 lists infection as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. This section also includes information regarding how to prevent and control infection. The heartmate 3 lvas patient handbook, rev. D, contains several sections with information about how to prevent and control infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient was admitted on (B)(6) 2023 with a stroke (suspected hemorrhagic) and international normalized ratio (inr) 4.8. They then presented with right sided weakness, dysarthria, and fever. Blood cultures were positive again for meticillin-sensitive staphylococcus. Aureus (mssa). Head computed tomography (CT) showed hyperdense lesion in left cerebral convexity. Reverse anticoagulation was not performed, followed CT scans, and the next day, (B)(6) 2023, repeat follow up head CT showed subarachnoid hemorrhage. Inr was 4.2 and warfarin was held. They were treated with cefazolin until (B)(6) 2023 and restarted warfarin (B)(6) 2023 with inr goal of 1.8-2.2. They were discharged home (B)(6) 2023, stable but still with right sided weakness. On (B)(6) 2023, the patient presented to emergency department with slurred speech and worsened right sided weakness. On imaging (B)(6) 2023, head CT showed worsening of head bleed and left distal middle cerebral artery (mca) aneurism (evolution of previous cerebral vascular accident (cva) with hemorrhagic conversion per neurology). Again, they were bacteremic per labs. Surgical treatment was done, and an aneurysm was clipped on (B)(6) 2023. Clinician noted that the patient had incurable driveline infection (ongoing antibiotics with resistance). The patient was not an exchange candidate due to substance abuse and noncompliance. During this admission, it was decided to discharge the patient on hospice (B)(6) 2023. They had been on palliative oral antibiotics at home as of (B)(6) 2023.

Manufacturer narrative:
Previous infection was reported under manufacturer report numbers: 2916596-2023-08123, 2916596-2023-02099 and 2916596-2023-08558. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.